Event description:
The customer reported that the system did not memorize the acquisition sequence. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reformatted the disk, formatted the cine disk, and replaced the 4.5v cmos batteries. The system operates as intended.